Event description:
It was reported that ¿I had endoscopic gastric sleeve surgery. Surgeon used ethicon echelon endocutter black model ecr60t. I had staple line leak and ended up having three organs removed and now have leukemia. I didn't know the product was on a fds recall.¿

Manufacturer narrative:
(B)(4). Date sent: 6/16/2022. Batch # unk. This event was reported by the patient via the maude database. Based on the information provided, it could not be concluded if the post-operative complication experienced by the patient was related to patient factors or the use of the ethicon device, other devices, (non-ethicon), that were also utilized during the procedure. Additionally, no clarifying questions could be asked as no follow-up contact information was provided with the report. As such, correlation between the ethicon device use and the postoperative patient complication cannot be ascertained. Should additional information be obtained later, the file will be reassessed to determine if any updates are warranted. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lo, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4) . Date sent: 8/14/2023 upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2022-03861. Moving forward all additional information will be filed under 3005075853-2021-06369.